Event description:
Pt alert, oriented noted to be shaking and trembling pre dialysis. Bp 164/64 sitting, 160/68 standing, t96.6, pulse 83. Dialysis was initiated via right intrajugular catheter at 7am without difficulty. Dialysis treatment progressed without apparent problems. At 8am blood pressure was 164/81 and machine safety checks were done. At 8:25 am the machine alarmed and pt was found unresponsive and cyanotic. Blood was noted on pt and on the floor. The venous bloodline was separated from the venous limb of the catheter. Blood was not returned and normal saline IV was attached to the venous limb of the catheter. The pt had a carotid pulse and labored abdominal breathing was apparent. Pt was placed in trendelenburg position and given o2. During emergency treatment the pt became combative and began to have seizure activity. CPR was initiated, the pt was intubated and transported to the hosp with CPR in progress. After further evaluation, it could not be determined if the luer-lok connection on the venous bloodline was properly secured to the venous limb of the catheter. The catheter continued to be used at the hosp without problems.